Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had a bad contact at the green therapy connector. There was no negative patient impact.